Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports they are currently in a case with vanta implant. Caller reports they are seeing system error. The system has encountered an unexpected error. Please contact medtronic technical support. Code: 0x59a89a8f selected restart. Caller reports they are now seeing an error message: validation error. System detected invalid data in the device. Therapy data may be cleared. Error code: 000100bb selecting continue. Issue resolved. Additional information was received from the manufacturer representative (rep) reporting that the issue must be resolved. The software version was unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.